Event description:
The explanted lead was returned on (B)(6) 2012. The implant card and return product form stated that the lead had been explanted due to a lead discontinuity. Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Three sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. No discontinuities were identified within the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
Additional attempts were made for the patient's programming history. The only data the physician had in his file were the patient's settings from (B)(6) 2012. No diagnostic data was provided. No additional information has been provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, a vns treating physician reported that a patient was in his office and upon interrogation a high impedance of greater than 10,000 ohms was observed. When asked if any trauma or manipulation had occurred, it was stated that there was no telling as the patient was a child and played a lot. The patient was seen on (B)(6) 2012 and referred for a generator replacement on (B)(6) 2012 due to a low battery. At the patient's follow up visit, it was found that the patient had high impedance. Due to the high impedance, the therapeutic consultant reported that the physician's plan was to turn off the vns and schedule a lead replacement. The patient's lead was explanted on (B)(6) 2012 and is pending return to the company. The physician sent in the patient's neck and chest x-ray images dated (B)(6) 2012 to the company for review. The generator could be adequately seen on the image; however, it was difficult to visualize the entire lead due to poor image quality and contrast. The connector pin appeared to be fully inserted inside the connector block and the feedthru wires appeared to be intact. The electrodes were observed in the neck and a strain relief bend was present. The lead connectivity to the generator could not be assessed due to the poor visibility of the lead, therefore it is possible there is a break or sharp bend in this area; however, it cannot be confirmed. A portion of the lead appeared to be behind the generator as well, which could not be assessed. Based on the x-ray images provided, the cause of the high impedance could not be determined; however, there was a suspect area by the connector pin as the lead cannot be visualized due to poor image quality. In addition, the presence of additional micro-fractures in the lead could not be ruled out. No programming history was available for review.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.